Event description:
Baxter (B)(4) received a report that a 200 ml/hr intermate had underinfused during patient use. The device was filled to infuse for 21.6 minutes. After 4.25 hours, a small amount of fluid remained in the device. The device was filled with a 72-ml solution of 450 mg of tobramycin in 0.9% sodium chloride. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received two used samples containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on both samples for 26 minutes. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 195 and 191 ml/hr, normalized flow rate = 200 and 196 ml/hr, specification range = 170 - 230 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial investigation did not confirm the reported condition.